Event description:
It was reported that the procedure was to treat a very old vein graft in the pda. Another co's 4.0/30 stent and a 4.0/28 otw vision stent were placed, at which time, a perforation was noted. It could not be determined which stent may have caused the perforation. Two additional stents were placed to treat the perforation. No complications were reported and the pt is fine.